Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6) 2021. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the bolt f/fem neck syst f/construct length. A dimensional inspection was not performed for the bolt f/fem neck syst f/construct length due to unknown manufacturing date. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the bolt f/fem neck syst f/construct length was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part #: 04.168.295s; lot #: l830078; manufacturing site: (B)(4); release to warehouse date: 26 mar 2018; expiry date: 01 mar 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for femoral neck fracture. The surgery was completed successfully with no surgical delay. On (B)(6), in postoperative follow-up, x-ray showed that the breakage of the antirotation-screw and telescoping of the bolt. The location where the antirotation screw was broken was the root of the threaded part at the tip of the screw follow-up will be performed at another hospital in (B)(6) 2022, and revision bha surgery may be considered at the discretion of a hip joint specialist. No further information is available. This complaint involves four (4) devices. This report is for (1) bolt for femoral neck system 95mm length-sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: health effect - clinical code and health effect - impact code.

Event description:
On (B)(6) 2021, the patient underwent revision surgery to remove the implants. The locking screw, plate, and bolt could be removed. The broken anti-rotation screw could be removed partially. The surgeon tried to remove the tip of the anti-rotation screw remained in the bone using a hollow reamer and an extraction pliers, but he couldn¿t. Based on the surgeon's judgment that the remained anti-rotation screw could not be removed, the remained anti-rotation screw was left as it was, and the affected area was fixed with a twin hook and ccs.